Manufacturer narrative:
The site and the medical monitor both agree that there was no pneumothorax. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient received a strong oral analgesic for the reported chest pain. Site updated to say that it is not related to the enb procedure or the superdimension device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The site reported a possible pneumothorax and chest pain on the same date superdimension enb procedure. The patient was discharged from the hospital on (B)(6) 2016. It is unknown if hospitalization was related to the reported possible pneumothorax and chest pain.